Manufacturer narrative:
Batch review performed on 17-09-2025. Mecta c (ti peek) 03.18.110 mecta-c sa tipeek cage 16x14x6x7° (k192906) lot 2458934: (B)(4) items manufactured and released on 14-06-2024 expiration date: 2029-05-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Twodevices of this lot involved in this complaint. Mecta c (ti peek) 03.18.206 mecta-c sa - plate flush lock h6 (k192906) lot 2330141: (B)(4) items manufactured and released on 15-03-2024 expiration date: 2029-02-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Two devices of this lot involved in this complaint. Mecta c (ti peek) 03.18.623 mecta-c sa drill screw lock ø3.8x16 (2x) (k192906) lot 2457716: (B)(4) items manufactured and released on 15-03-2024 expiration date: 2029-02-28. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Mecta c (ti peek) 03.18.623 mecta-c sa drill screw lock ø3.8x16 (2x) (k192906) lot 2320130: (B)(4) items manufactured and released on 10-05-2023 expiration date: 2028-04-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 2 months from surgery the patient presented signs of superficial wound infection. Antibiotic treatment was administered and solved successfully.